Event description:
Consumer claims unit emitted smoke. There were no injuries reported with this incident.

Manufacturer narrative:
This pad was severely bunched/crushed. Bunching is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.